Manufacturer narrative:
The vascade 6/7f device was not returned to haemonetics for evaluation; therefore, no physical investigation will be conducted. Haemonetics is still investigating this matter. If additional information is received, a supplemental report will be submitted accordingly.

Event description:
The nurse reported that a patient underwent an interventional coronary procedure using the vascade 6/7f device, which was inserted into an 8f sheath. The patient sustained a vascular injury which required surgical repair. No further information was provided.

Manufacturer narrative:
Despite haemonetic's attempts to obtain additional information, no further details were provided. The root cause of the reported complaint cannot be determined at this time; is not possible to determine if there was a defect related to the manufacturing of the device without a sample for evaluation. Device history record (DHR) was not reviewed due to lot number was not provided. We use this information for the purpose of trending product quality and to identify appropriate opportunities for improvement.